Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small green plastic piece found inside of the tubing of clearlink solution set. It was found between port 5, the last two ports and below the filter. The patient was disconnected from the device, the piece was removed and infusion was finished. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The original date received by manufacturer was 02/20/2017 and not the previously submitted 02/21/2017. Should additional relevant information become available, a supplemental report will be submitted.